Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, no cross occurred and the shaft kinked. Vascular access was obtained via the femoral artery. The 2.75mm x 30mm, 90% stenosed, eccentric, de novo lesion was located in the mildly calcified, moderately tortuous left circumflex artery (lcx). The physician advanced a 2.5 x 20mm non bsc balloon catheter in order to pre-dilate the lesion. A 2.75 x 32mm taxus liberte stent delivery system was advanced to the lesion but could not cross, and the shaft kinked. The procedure was completed with a 2.75 x 34mm stent delivery system. There were no patient complications reported and the patient status is stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was returned with a kinked pigtail mandrel inserted in the device with a yellow non-bsc (boston scientific corporation) stent protector covering the stent. A visual and microscopic examination identified stent damage. Struts on the 1st row from the proximal edge were raised distally. Struts in the middle of the stent were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The inner and outer lumens were kinked approximately 83mm distal to the port region. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).